Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when screw became loose and backed out. This report is for unknown screw cannulated/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an orif (open reduction internal fixation) of a supracondylar femoral fracture on (B)(6) 2015. Hardware failure occurred sometime after the initial procedure. X-rays showed that the five 5.0 cannulated screws were backing out at the head of the plate. On (B)(6) 2015, the surgeon removed all hardware (plate and 9 screws). The patient will have further surgery on a date to be determined. Also reported, the patient underwent an orif (open reduction internal fixation) of a supracondylar femoral fracture on (B)(6) 2015. Hardware failure occurred sometime after the initial procedure. X-rays showed that the distal 5.0 cannulated va locking screws were backing out of the head of the plate. On (B)(6) 2015 the screws that were backing out were replaced with new 5.0 va cannulated locking screws. On (B)(6) 2015, the surgeon removed all hardware (plate and 9 screws) secondary to failure again. The sales consultant stated that the 5.0 va cannulated locking screws (5) that were previously replaced on (B)(6), were backing out at the head of the plate once again. The patient status is unknown at this time. The patient will have further surgery on a date to be determined for definitive treatment. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the five unknown screws previously reported under this complaint number, (B)(4), will be addressed and reported in complaint number (B)(4). This medwatch report is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 26, 2015. It was reported that a patient underwent an orif (open reduction internal fixation) of a supracondylar femoral fracture on (B)(6) 2015. On an unknown date after the initial procedure, x-rays showed that the distal 5.0 cannulated va locking screws were backing out of the head of the plate. On (B)(6) 2015, the screws that were backing out were replaced with new 5.0 va cannulated locking screws. On (B)(6) 2015, the surgeon removed all the hardware (plate and nine screws) due to secondary failure. It was further reported that the five, 5.0 va cannulated locking screws that were previously replaced on (B)(6) 2015 were backing out at the head of the plate once again. The patient status is unknown at this time. The patient will have further surgery on a date to be determined for definitive treatment. The first revision surgery performed on (B)(6) 2015 is addressed under a separate complaint, (B)(4). The five unknown screws previously reported under this complaint number, (B)(4), will be addressed and reported in complaint number (B)(4). This medwatch report is hereby rescinded.